Event description:
It was reported that the device system was explanted 8 days after implantation. It was stated that the patient had ¿great results¿ with the trial, but never had good coverage with implant despite multiple reprogramming attempts. The system was replaced with pain pump. There were no patient injuries. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).